Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) and bupivacaine (unknown concentration or dose) via an implantable pump for malignant pain. It was reported that the patient was refilled on (B)(6) 2022 and within a few hours started feeling sedated and ended up needing to be resuscitated by a family member. The patient was taken to the emergency department and given narcan and the pump was put to minimum rate. The next day, the pump was aspirated and they got back ~39 ml which was fairly close to what was shown on the programmer. The drug concentration went from 10 mg/ml hydromorphone and 4.2 mg/ml bupivicaine and was tripled. A bridge was programmed to include some of the ptm boluses the patient normally received. The patient normally got 3.2 mg/day hydromorphone and 1.36 mg/day bupivicaine but also was allowed up to 11 boluses of 0.45 mg hydromorphone so the bridge was programmed to 7.748 mg/day which was still less than the patient would normally receive as they typically used most of their boluses each day. The p atient was now doing fine. The rep also stated that the hcp mentioned that 3-4 months ago the patient got another refill and felt over-sedated after that refill and went to the emergency department, but at that time nothing was done and the patient's symptoms resolved and they assumed it was not related to the pump at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient's weight was asked but unknown.